Event description:
Implant didn't achieve osseointegration, primary stability not achieved, implant was completely covered with bone, periodontal disease, complication in site preparation, inadequate bone quality/quantity